Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing and visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon investigation via echocardiogram, it was noted that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. The patient experienced no consequences.